Manufacturer narrative:
(B)(4)

Event description:
It was reported that an unspecified malfunction occurred. The sensor was inserted into the abdomen on (B)(6)2024. On (B)(6)2024, the patient was taken by her mother and her brother to the emergency room because she was not feeling good in her abdomen area, she was not eating as much and she was vomiting and was severely dehydrated. The patient was hospitalized on the (B)(6)2024 and they were unsure if it was related to her dexcom system. The patient was diagnosed with diabetic ketoacidosis (dka). She was transferred to the intensive care unit (ICU) from (B)(6)2024 to (B)(6)2024 and was treated with IV insulin and potassium. The patient was discharged on the (B)(6)2024. At the time of the report the patient was feeling better. Data was evaluated and the allegation was confirmed. The probable cause was determined to be progressive sensor decline. No additional patient or event information is available.